Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient had multiple dislocations of her study shoulder (left) 17 months post-operative, especially 4 times during the week before last visit ((B)(6) 2021). "The patient was able to reduce her shoulder after each incident. Dr. (B)(6) recommends a revision surgery to increase the tray and/or insert thickness." Patient ID: (B)(6).